Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after install of the system, the gantry doors would not close fully, preventing an x-ray to be shot. This was reportedly able to be fixed while on site. There was no patient involvement.

Manufacturer narrative:
H3, h6) the system was serviced in the field and it was found that the door switch sensor wasn't being tripped fully at times when the door was closed. The door witch sensor was adjusted and tested and the system then performed as intended after door switch adjustment. Codes b01, c13, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A0204 captures the issue occurring after install, (B)(6) captures being unable to take an x-ray, and (B)(6) captures the gantry doors not fully closing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, serial/lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.